Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the critical event code logged in the memory but the service indicator was not illuminated. Physio was unable to duplicate the event code and observed proper device operation through functional and performance testing. The device log was cleared and it was returned to the customer for use. A conclusive cause for the reported event was not determined.

Event description:
During a daily inspection, it was reported that the device service indicator illuminated and remained on during four defibrillation charge and shock cycles. The device had an event code that indicated a possible critical failure logged in the memory. There was no patient use associated with the event.